Event description:
The lay user/patient contacted lifescan alleging the meter displays error 1 message. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
Reported by the complainant as follows: three patients had rectal bleedings while using flexi-seal (not: signal) at the beginning of 2010. According to the doctor, causality is possible but not proven. Because of these bleedings all these patients had to be referred to the (B)(6) hospital in (B)(6) where at least in one case a pressure ulcer was seen. In the meantime one of these patients died, as a result of a different disease.

Manufacturer narrative:
(B)(4). The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.